Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was performed for the catheter aspirex. A break cannot be confirmed as the tip of the catheter was detached from the helix. Additionally, coagulated material was observed inside of the detached tip and in the housing of the catheter. The user report contains information regarding separated catheter cap, that was observed during physical sample investigation. A devices detachment can have various reasons. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a thrombectomy & atherectomy procedure using aspirex. It was reported that during a recanalization procedure, the catheter cap allegedly separated with the helix. It was further reported that the cap was captured and removed out from the patient. There was no reported patient injury.